Event description:
During preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube and the second seal would not deploy into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.